Event description:
It was reported that during a hernia procedure, the abdominal wall of the pt was perforated with the anchor, the finger of the operating surgeon was perforated. There were no other pt consequences.